Manufacturer narrative:
B1, b2, b5, h6 health effect impact code 2199 - removed, h6 health effect impact code 1905 - added, h6 health effect clinical code 4582- removed, h6 health effect clinical code 4608- added b1, b2, b5, h6 health effect impact code 2199 - removed, h6 health effect impact code 1905 - added, h6 health effect clinical code 4582- removed, h6 health effect clinical code 4608- added.

Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. Subsequently, the customer went to the emergency room (ER) and was admitted to the intensive care unit (ICU) on (B)(6) 2025 due to an elevated blood glucose (bg) level of 715 mg/dl and a moderate ketone level. The customer administered manual insulin injections prior to going to the ER in attempt to address bg level. The customer was treated with intravenous insulin and saline while in the ICU. At the time of the report to tandem technical support the customer was still admitted to the ICU, however, the reported issue was resolved, and the customer did not sustain any permanent damage. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.